Manufacturer narrative:
Follow up in progress to obtain additional details regarding the event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported to olympus that the forceps got caught in the forceps channel of the evis lucera elite gastrointestinal videoscope. The issue occurred when the insertion tube was bent. The device was returned and evaluated. A culture test at the repair center indicated, the scope tested positive for pseudomonas aeruginosa. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event was not confirmed as the device was not microbiologically tested by olympus. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where a winkle on the insertion tube was observed, chipping of the bending section rubber glue was observed, a scratch on the distal cover was observed, and deformation of the suction channel was observed. However, these defects alone are not considered severe enough to cause a potential adverse event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.